Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported poor image resolution was due to scoliosis and a pacemaker-lead in the posterior commissure. The reported slda was due to poor image resolution. The reported unexpected medical intervention was a result of case specific circumstance a second clip was implanted to stabilize the first clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4 mixed tricuspid regurgitation (tr), scoliosis, and thin leaflets for a triclip procedure. It was difficult visualizing the clip due to scoliosis and a pacemaker-lead in the posterior commissure. Clip was deployed. Post-deployment a single leaflet device attachment (slda) was observed. The clip detached from the septal leaflet and remained attached to the posterior leaflet. A second clip was implanted to stabilize the first clip. The final tr grade was 3.